Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The target lesion was located in the tortuous right coronary artery (rca). The physician was attempting to place a liberte bare monorail 12/2.25 mm stent into the rca which had many previous placed stents. After pushing hard without success in crossing the target lesion, the stent/delivery system was difficult to remove. The physician used some force, but was eventually successful in removing the device. Upon examinating the device after removal, the nurse noticed that the stent was not on the balloon. The physician attempted to locate the stent in the pt's body, but was unable to visualize it. No pt injuries or complications were reported.